Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "no power" was confirmed by baxter personnel during product evaluation. The root cause was assigned to one or more manual tube release knob(s) in the open position. The manual tube release knob(s) were reset to correct this condition. Baxter has received similar reports for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with "no power". After further investigation by the quality engineers it was found that the manual tube release was in the open position. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed service. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.